Event description:
It was reported that a malfunction alarm occurred with code malf 12, and the customer experienced at least three occurrences on the same pump. There was no reported impact to the customer¿s blood glucose level, as it was unknown or the customer declined to answer. The customer was instructed by technical support to return the malfunctioning pump within ten days using a pre-paid label, and a replacement pump was to be provided, with the customer continuing to use the current pump in the meantime.